Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by nausea, vomiting and diarrhea. The day after the onset of peritonitis, the patient was hospitalized. The same day the patient was treated with oral cipro (500mg, twice daily for five days) and oral flagyl (500mg, once daily). Four days after admission, the patient was treated with intraperitoneal (ip) vancomycin (1.5 grams every fifth day for fourteen days) and the treatment with cipro was discontinued. The cause of peritonitis was unknown. The patient was discharged five days after admission. Four days later, treatment with fagyl was discontinued. Treatment with vancomycin was ongoing. At the time of this report the patient was recovering. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers h13j11010 and h13j31091 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).